Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2014) is considered to be a best estimate. A2, b2, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralex st on (B)(6) 2014 and phasix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2014 ¿ patient was diagnosed with symptomatic supraumbilical ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿in the supraumbilical area, a ventral hernia herniating through the small defect was noted. The hernia defect was reduced and small ventralex st mesh (device 1) was placed and secured to fascia with sutures. ¿on (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia with abdominal pain thereby underwent open repair with removal of old mesh (device 1) and implant of phasix mesh (device 2). Per operative notes, ¿through the prior midline incision, the prior mesh (device 1) was excised and omental adhesions were taken down. The large defect was reduced and fascia closed with sutures in midline. The phasix mesh (device 2) was placed over the underlying fascia and secured with sutures and tacks.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/ davol ventralex st on (B)(6) 2014 and phasix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.